Event description:
Procedure type: lobectomy. According to the reporter: it was noticed the reload cut the tissue but the staples did not form on the tissue. The doctor had to hand sew the bronchus to correct the staple line. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).